Event description:
The patient's mother reported that she did not believe the vns was working for the patient because he had had 5 seizures since august and was about to get stitches in the ER for the latest one. No additional relevant information was received to date.